Event description:
Reporter indicated that vns patient was seen in hospital emergency room due to choking. The patient's device was programmed to off at the time of the emergency room visit due to the choking. There are no plans to reactivate the device as the patient reportedly did not seem to benefit from the vns therapy.